Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper/faulty handling which is misuse/abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The serial number was unknown; therefore, the device manufacture date is unknown.

Event description:
It was reported from an unknown location that during service and repair, it was observed that the jacobs chuck with key device was not functioning, defective and the coupling side tool was broken. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.